Manufacturer narrative:
While the initial report indicated that product had been returned for investigation, this correction clarifies that although product had been requested back for investigation, as of this date, no product has been returned. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported that on (B)(6), 2010 she took her insulin and then shortly after she tested her blood glucose with her freestyle freedom lite meter and received a reading of 145 mg/dl at 7:45 am. Approximately 30 minutes later the customer reported she experienced symptoms of not being able to talk, walk or do normal functional things such as eating. The paramedics were called, and according to the customer's report they obtained on their health care device a reading of 30 mg/dl and treated her with glucose intravenously. The customer also reported she was not transported to a health care facility and no further third-party medical intervention was required. The customer reportedly ate a peanut butter and jelly sandwich to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was retuned for an investigation. A follow-up report will be submitted once additional information is obtained.